Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature (pt) reaches targeted temperature (tt) while nurse was not in the room but was now showing below targeted temperature (tt), despite arctic sun device showing in normothermia and counting up now, could they view when patient temperature (pt) met targeted temperature (tt) on the graph. The graph only provides estimates and not be able to view exact temperatures with time. This information was available at the end of therapy via a data download. Also asked did the device alert when the patient temperature (pt) reaches normothermia or targeted temperature (tt) of rewarm and it did not. The device software would however switch over to read normothermia and the clock would begin counting upward. Per nurse's request, emailed instructions for data download.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. The graph only provides estimates and not be able to view exact temperatures with time. This information was available at the end of therapy via a data download. Also asked did the device alert when the patient temperature (pt) reaches normothermia or targeted temperature (tt) of rewarm and it did not. The device software would however switch over to read normothermia and the clock would be begin counting upward. Per nurse's request, emailed instructions for data download. Per follow up information received via task on 10sep2025, noting the data had been reviewed and the device was found to be working appropriately. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Correction: b, d. The initial reporter facility name provided is cleveland clinic main campus/children's hospital (cleveland clinic foundation). All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the if patient temperature (pt) reaches targeted temperature (tt) while nurse was not in the room but was now showing below targeted temperature (tt), despite arctic sun device showing in normothermia and counting up now, could they view when patient temperature (pt) met targeted temperature (tt) on the graph. The graph only provides estimates and not be able to view exact temperatures with time. This information was available at the end of therapy via a data download. Also asked did the device alert when the patient temperature (pt) reaches normothermia or targeted temperature (tt) of rewarm and it did not. The device software would however switch over to read normothermia and the clock would be begin counting upward. Per nurse's request, emailed instructions for data download. Per follow up information received via task on 10sep2025, noting the data had been reviewed and the device was found to be working appropriately.